Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the biocomposite suturetak was broken off, a small part of the base remains in the suture assembly of the suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire® functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 30 september 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, the suture and anchor separated during anchor insertion. This happened during a fracture of the fifth metatarsal surgery and using ar-1949, ar-1250lt to prepare the bone socket. All the fragments are retrieved from the patient. The procedure was completed successfully as another new ar-1934bcf-2 was used. There was no patient harm and no secondary procedure performed. All fragments were retrieved from patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the biocomposite suturetak was broken off, a small part of the base remains in the suture assembly of the suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire® functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.